Manufacturer narrative:
As reported, after deployment of a 6 fr. Exoseal vascular closure device (vcd), the popliteal artery became blocked by the plug. The occlusion will be treated by balloon angioplasty. The target lesion was the femoral artery. The rate of stenosis was unknown. Additional information received indicated that the physician was certified for use of the device with the number of cases performed unknown. The exoseal vcd prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The target femoral site was not previously closed with any closure device or manual compression less than thirty (30) days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The following information was unknown: how long after plug deployment was the product issue discovered; was the patient symptomatic as a result of the reported occlusion; was the balloon angioplasty/treatment successful; what is the current status of the patient; did the procedure use an antegrade or retrograde approach; was the exoseal vcd used in a diagnostic or interventional procedure; what was the patient¿s approximate height and weight; how many exoseal devices were used in this patient; which catheter sheath introducer was used; was femoral artery¿s suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer; was the vessel diameter verified to be greater than or equal to 5mm in diameter; did the puncture site have visible calcium/plaque; was there a stent near the puncture site; did the vessel have stenosis greater than fifty percent (>50%) at or near the puncture site; was resistance/friction experienced as the exoseal vcd was advanced through the sheath; was there any difficulty deploying the plug; was the exoseal vcd and vascular sheath introducer retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator; did the pulsatile flow never stop; did the pulsatile flow initially stop but then returned; was the exoseal vcd and vascular sheath introducer retracted together until the indicator window changed to solid black color; if not, did the physician have the thumb placed on the plug deployment button during retraction; did the indicator window show any red color during retraction; was the exoseal vcd securely locked with the vascular sheath introducer; was the deployment button fully depressed and flush against the handle; was the indicator window showing solid black at this time; was excess force needed to fully depress the button; did the button depress half way only; was the button stuck and could not be depressed at all; was the exoseal vcd and vascular sheath introducer removed as a single unit from the patient approximately one to two (1-2) seconds after depressing the deployment button. No additional information is available. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review or a product return, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). The event date reported was unknown and that the date of (B)(6) 2016 which is the alert date is being used for reporting purposes. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of a 6 fr. Exoseal vascular closure device (vcd), the popliteal artery became blocked by the plug. The occlusion will be treated by balloon angioplasty. The target lesion was the femoral artery. The rate of stenosis was unknown. Additional information received indicated that the product lot number is not available. The event date is unknown. The physician was certified for use of the device with the number of cases performed unknown. The exoseal vcd prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The target femoral site was not previously closed with any closure device or manual compression less than thirty (30) days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The following information was unknown: how long after plug deployment was the product issue discovered; was the patient symptomatic as a result of the reported occlusion; was the balloon angioplasty/treatment successful; what is the current status of the patient; did the procedure use an antegrade or retrograde approach; was the exoseal vcd used in a diagnostic or interventional procedure; what was the patient's approximate height and weight; how many exoseal devices were used in this patient; which catheter sheath introducer was used; was femoral artery's suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer; was the vessel diameter verified to be greater than or equal to 5mm in diameter; did the puncture site have visible calcium/plaque; was there a stent near the puncture site; did the vessel have stenosis greater than fifty percent (>50%) at or near the puncture site; was resistance/friction experienced as the exoseal vcd was advanced through the sheath; was there any difficulty deploying the plug; was the exoseal vcd and vascular sheath introducer retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator; did the pulsatile flow never stop; did the pulsatile flow initially stop but then returned; was the exoseal vcd and vascular sheath introducer retracted together until the indicator window changed to solid black color; if not, did the physician have the thumb placed on the plug deployment button during retraction; did the indicator window show any red color during retraction; was the exoseal vcd securely locked with the vascular sheath introducer; was the deployment button fully depressed and flush against the handle; was the indicator window showing solid black at this time; was excess force needed to fully depress the button; did the button depress half way only; was the button stuck and could not be depressed at all; was the exoseal vcd and vascular sheath introducer removed as a single unit from the patient approximately one to two (1-2) seconds after depressing the deployment button. No additional information is available.